Event description:
The customer alleged that he received a high control test result of 511 mg/dl using his breeze2 system.the normal control range was 93-127 mg/dl.no adverse events were alleged.the customer disposed of the control solution, so further troubleshooting during the call was not possible.the test strips were returned for evaluation.replacement test strips and a new meter were sent to the customer.